Event description:
It was reported in an article in the journal of stroke and cerebrovascular diseases that a patient underwent unsuccessful angioplasty with a balloon catheter followed by successful deployment of a stent in a proximal left m1 middle cerebral artery (mca) occlusion. Successful recanalization was achieved and the patient's condition improved post procedure. Approximately twelve hours post the index procedure, the patient developed recurrent hemiplegia, and an angiography revealed an in-stent mca reocclusion. A balloon catheter was navigated to the occlusion and inflated without success. A stent (subject device) was then placed across the occlusion; achieving successful recanalization. Post reintervention, repeated MRI demonstrated extension of the infarct into the frontal, parietal, and temporal lobes. The patient showed improvement throughout the hospital course. At discharge, the patient had persistent right-sided hemiplegia, with normal comprehension and mild expressive aphasia.

Manufacturer narrative:
(B)(4)

Event description:
It was reported in an article in the journal of stroke and cerebrovascular diseases that a patient underwent unsuccessful angioplasty with a balloon catheter followed by successful deployment of a stent in a proximal left m1 middle cerebral artery (mca) occlusion. Successful recanalization was achieved and the patient's condition improved post procedure. Approximately twelve hours post the index procedure, the patient developed recurrent hemiplegia, and an angiography revealed an in-stent mca reocclusion. A balloon catheter was navigated to the occlusion and inflated without success. A stent (subject device) was then placed across the occlusion; achieving successful recanalization. Post reintervention, repeated MRI demonstrated extension of the infarct into the frontal, parietal, and temporal lobes. The patient showed improvement throughout the hospital course. At discharge, the patient had persistent right-sided hemiplegia, with normal comprehension and mild expressive aphasia.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device is unavailable for evaluation; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Neurological symptoms are known and anticipated complications associated to these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.